Event description:
It was reported that the recently implanted patient experienced discomfort and pain at the spinal cord stimulation implantable pulse generator (ipg) site, which made it uncomfortable for her to sit down. The patient experienced the pain whether the stimulation was on or off. The patient requested that the ipg be repositioned to her left flank. The physician assessed and agreed the ipg positioning is less than ideal. The patient underwent a revision procedure in which the ipg was repositioned. The patient is recovering as expected.